Event description:
It was reported that a patient underwent revision surgery to address two fractured and migrated ozark screws and a fractured ozark plate locking cover. This report captures the ozark plate.